Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the only contacts that are helping with their symptoms are 0/8. The patient has tried others, but they do not help as much. The patient stated they continue to have issues with speech festination. The patient has been reprogrammed 12 times. Technical services reviewed with the patient how therapy effects every patient differently, and it¿s possible that 0/8 are the best contacts for the patient. The patient stated that these issues have been happening for about a year.